Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was attempted, but never implanted, since the right ventricular (rv) port set screw was reportedly stuck in the up position, and the physician was unable to tighten it down to secure the rv lead. No adverse patient effects were reported as a result of this observation. This attempted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The rv setscrew was removed and both the setscrew and associated connector block were microscopically examined. No anomalies were noted with the setscrew and connector block. The defibrillation, pacing and sensing functions of the device were then verified per automated testing. Final analysis concluded that this device met performance specifications. This event will be updated if any additional information becomes available.